Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device broke. The contents fell into the patient but were removed. They then continued the procedure. There was no patient consequence reported. The device was discarded at the account.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.